Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a lot history record was reviewed. There are no non-conforming material records associated with this lot. Evaluation of the returned product found that only the tip coils and 9 mm of the shaping ribbon still intact with the tip ball were returned. Analysis noted blood on the coils and there was no contrast visible which is consistent with the guide wire being used in the patient as reported. The entire length of the returned tip coils were stretched for a length of 34 cm. There were three kinks in the shaping ribbon noted which appear to be the result of the reported guide wire tip separation as no damage was reported during inspection prior to use. The scanning electron microscope (sem) analysis of the guide wire suggests that the shaping ribbon and tip coil failure may be attributed to tensile overload. For the guide wire to separate in this manner the guide wire would be over bent by pushing or pulling or over torqued by turning and would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Patient anatomy, lesion morphology, and/or resistance between the products can all be factors. Per instructions for use (IFU) in the warnings section, do not: 1) push, auger, withdraw, or torque a guide wire that meets resistance. 2) torque a guide wire if the tip becomes entrapped within the vasculature. 3) allow the guide wire tip to remain in a prolapsed condition. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial actions as needed. In this case, the reported guide wire tip separation appears to be the result of the reported resistance during procedural attempts to remove the guide wire from the anatomy. Inability to cross a lesion and resistance with the lesion can be affected by numerous factors including, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, the lesion was described as moderate to heavily calcified lesion which could contribute to the inability to cross the lesion and resistance. In order to ensure that inability to cross the lesion, resistance, and guide wire separation does not occur as a result of a product quality deficiency, manufacturing inspects 100% of the guide wire tips after it is loaded into the dispenser, performs a non destructive tip pull test on each wire, and performs 100% outer diameter inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. Overall, the reported inability to cross the lesion, resistance and guide wire tip separation appear to be related to operational context of the procedure and there is no indication of a product quality deficiency.

Event description:
It was reported that during a right coronary artery stenting procedure, the bmw guide wire would not cross the moderate to heavily calcified lesion. The physician attempted to remove the guide wire and felt resistance and then felt a pop. The guide wire was removed and upon inspection by the physician it was noted that the guide wire tip had fractured. A voyager balloon was used to dilate the vessel, where the fractured piece was trapped and removed with an additional bmw guide wire and guiding catheter. The entire system was removed and an additional system was used successfully. Though requested there was no additional information provided.